Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024. Block d2b: pro code (product code: qrb additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2317700, model:sc-2317-70, serial: (B)(6), batch:7078644, UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320, model:sc-1232, serial:(B)(6), batch:542082, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances noted on the leads. It was noted that the patients leads had fractured due to a fall. It was also mentioned that the patient experienced a constant feeling of bowel movement and urination. Program optimization was attempted and was not successful. The patient underwent a procedure wherein the leads as well as the implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances noted on the leads. It was noted that the patients leads had fractured due to a fall. It was also mentioned that the patient experienced a constant feeling of bowel movement and urination. Program optimization was attempted and was not successful. The patient underwent a procedure wherein the leads as well as the implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility. Additional information was received that the patients constant feeling of bowel movement and urination was not related to the device.